Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for elevated bg (value could not be recalled) and diabetic ketoacidosis (dka). Customer reported elevated bg was due to medication and the hospitalization was not related to pump/supplies. However, an occlusion alarm was reported to have occurred the same day. Customer could not recall if bg was impacted by the occlusion. Customer reverted to using manual injections for insulin therapy. Customer was released from the hospital on (B)(6) 2019. Bg/dka were resolved with no permanent damage. The healthcare provider changed the customer's medication. Customer changed out the infusion set and resumed pump therapy.